Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her pump system removed 6 to 8 years ago because she developed a granuloma. The patient noted that she was on morphine because the pump had "died" in her. The patient could not recall the exact date the pump was removed because she had so many surgeries she could not remember everything. The patient stated they had not been experiencing new side effects or symptoms. The pump was delivering morphine. Additional information has been requested, but was not available as of the date of this report.